Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 582mg/dl. It was stated that the customer was experiencing unexplained high glucose for two days. It was stated that the events leading to her admission was vomiting and weakness. It was stated that the customer was treated with and insulin drip to control her diabetes. Troubleshooting was declined, and the doctor requested a representative coming to the hospital to troubleshoot the insulin pump. No further information was provided.